Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation. 1 event was confirmed. 1 event suggests that the user was running the device outside of its prescribed speed range. Running the router outside of its prescribed speed range may lead to fracture of the router. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device broke during a surgical procedure. There was patient involvement. There was no patient impact.